Manufacturer narrative:
Additional narrative: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the relaxing button on the air reamer device was rotating continuously. During service and evaluation, it was observed that the device ran by itself, the valve was stuck, the internal components were dirty, dried out and corroded and the motor and gear were defective due to very poor maintenance and cleaning. It was further determined that the device failed the following pre-tests: general condition, check for free movement, check the trigger function, check safety system, check the hose coupling, check for excessive noise, check for air leak and check the starting behaviour. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.